Event description:
It is alleged that the catheter failed to inflate during pre-use testing. When retested, alleged device functioned normally. Device was inserted into pt and inflation was attempted. Device inflated improperly and it was noted that the inflation funnel was expanding. Balloon was deflated and alleged device was removed. It was noted that there was a small amount of bleeding from entry site.